Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, a combination of patient and procedural factors [high placement of the sapien xt due to patient anatomy, i.e. Narrow sinus of valsalva (sov) and long native leaflets] likely contributed to suboptimal coaptation of the valve leaflets resulting in central aortic insufficiency. The imaging for this case was requested by edwards lifesciences for review, however it is not available. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post deployment of a 26mm sapien xt valve there was central aortic insufficiency, requiring deployment of a second valve. The sapien xt valve was deployed via transfemoral approach after bav with 23 x 4 balloon. The valve location was 80:20 aortic:ventricular after deployment. This was the intended position for the valve due to the patient¿s narrow sinus of valsalva (sov) and long native leaflets. After the valve was deployed a moderate leak was noted on angiogram and tte which appeared to be central. A post dilatation was performed with 1cc added to the delivery system because the three valve leaflets could not be clearly appreciated. It was also thought that perhaps one of the leaflets was not moving, therefore a pigtail catheter was positioned within the valve to facilitate the function of one of the leaflets with no apparent improvement; the moderate leak was still present. The physician decided to deploy a second 26mm sapien xt valve within the previous valve in a less aortic position. The placement of the second valve was successful. A mild leak was still noted but the patient¿s pressure looked great. The coronaries were confirmed to be patent.